Manufacturer narrative:
The company representative replaced the drive manifold assembly (part number 0104-00-0031). The iabp was tested to factory specification. It functioned normally and was returned to use. (B)(4).

Event description:
The company representative reported that during a training class at the wayne maquet facility, the iabp began to auto fill every 10-20 seconds. No patient was involved.